Event description:
It was reported that after a meniscal repair surgery for left knee medial meniscus tear with novostitch device on (B)(6) 2016, it was noted that the patient¿s meniscus repair did not heal and had recurrent symptoms of meniscus tear on (B)(6) 2017. A repeat arthroscopy was performed and the repair did not heal. Therefore, a partial meniscectomy was performed and the symptoms were resolved by (B)(6) 2017. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A review of the device history records for the reported preloaded suture passer could not be performed because the lot number for device in question was not provided. A complaint history for preloaded suture passer review found no related failures; this failure mode will be trended. Review of the product instruction for use found adequate warnings and precautions to prevent damage to the device during use. Clinical evaluation was completed and concluded that no clinically relevant patient information was provided, therefore, a thorough medical investigation could not be performed. Without the reported product a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to healing process include, but are not limited to: insufficient blood supply or previous infections which may hinder the healing process (post-operative). The instruction for use provided with the device associated with set-up and use of the device contains warnings and precautionary statements regarding the risk of post- arthroscopy healing process associated with this procedure. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Manufacturer narrative:
H10: additional information on: a3, a4.